Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the area around the electrode tip during MRI was hot. The patient had their implantable neurostimulator (ins) removed but the 6 electrode tips remained. During MRI imaging, the area around the electrode tip became hot enough that the body could not keep still. An inquiry as to whether the electrode tip is hotter during MRI imaging was received. The physician in charge said that it was prohibited if the tip remained. The patient was told to consider the risk of fever if something remains in the body, and guided the patient to follow the instructions of the physician at the medical institution.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.